Event description:
It was reported that a patient received a system error 2367 during use of the homechoice machine. According to the report, the patient stated that they started over with new supplies and did not note any additional occurrences of this system error. There was no patient injury or medical intervention in association with this report. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, an evaluation could not be conducted. A batch review cannot be performed since there was no lot number provided. Should additional relevant information become available, a supplemental report will be submitted.